Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced consistent low flow hazard alarms right on the cusp of (B)(4) liters per minute (lpm) while the patient was hemodynamically stable. Both of the system controllers were updated with low flow software and the required controller exchange was performed with no issue. During admission, a computed tomography angiography (cta) of the chest and echocardiogram (echo) was completed. A right heart catheterization (rhc) was attempted but was unsuccessful in relation to hypovolemia. The patient had a cardiomems device which showed pulmonary artery 24/12/16. The echo showed no evidence of right ventricular dysfunction. The patients low flow alarms continued after discharge. The team decided to decrease the low flow threshold to (B)(4). Log file review noted persistent low flow estimates and sustained low flow hazard events, and it was noted that the low flow threshold in the log appeared to be set to (B)(4). The flow readings did not appear to be the result of any external equipment malfunction. Additional information was received, confirming that the cause of the low flow alarms was hypovolemia. During hospitalization, the patient had robust fluid intake of only 700 cc in 24 hours. The low flow alarms resolved with the low flow software update. Prior to hospitalization, the patient reported pre-syncopal episodes in which their beta-blocker was held in-patient. Additional information was received, stating that the cta of the chest for the patient was completed on 04oct2023 at 23:15. The left ventricular device (lvad) was identified to be without significant stenosis within well visualized portions. Spray artifact obscured portions of the device. The patient denied heart failure symptoms. The patient was seen in clinic on (B)(6) 2023 and their losartan was increased to (B)(4) mg daily (pulmonary artery 33/25/19). Their beta-blocker continued to be held, and their jardiance (empagliflozin) and amlodipine was restarted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pre-syncopal events could not be conclusively determined through this evaluation. The controller event log file contained events from 03oct2023 and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.